Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had good pain relief for trial and then post implant. However, several months after implant patient reported a change in pain pattern. The pain that was once covered by stimulation was no longer covered even though the patient felt stimulation where she needed. The physician had patient get x-rays to confirm lead placement and didn't find any change since implant. Patient wanted to have the scs system explanted since it no longer helps with the pain. On 2017-apr-03 (B)(4) (con, rep): additional information was received from the rep stating the device was explanted due to the patient feeling it wasn't helping their pain anymore. Patient developed new pain into their hip joint and muscle areas which were not related to the device according to the physician. Multiple reprogrammings were performed and patient had no relief into her back and legs anymore. Imaging confirmed lead placement and leads were in original implant location. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that there were no device issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.